Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds and high out of range shock impedance measurements. The pacing impedance measurements were also noted to have increased, however remained within normal limits. Provocative maneuvers were performed with no oversensing noted. Technical services (ts) provided troubleshooting options and recommended performing a commanded shock. This lead remains in service. No adverse patient effects were reported.